Event description:
Device malfunction: sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when deploying the clip, the sheath started to shear. The procedure was aborted and the safety release buttons were used to remove the device from the pt anatomy. Hemostasis was achieved using manual compression. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.